Event description:
It was reported that during a lap cholecystectomy, surgeon used a hook for dissection of the gall bladder. The end of the hook flew off into the pt. It was later retrieved. This hosp has begun to re-sterilize disposable dissecting hook blades. This may have been reprocessed. No pt consequences.

Manufacturer narrative:
The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."